Manufacturer narrative:
(B)(4). The customer returned one unit of ae05ml auto endo5 ml for investigation. The returned sample was visually examined without magnification. The applier was returned with an unlatched clip loaded in the jaws of the device. The feeder bypassed the end of the loaded clip. Visual examination of the returned sample revealed that the tip of the feeder was deformed. It was observed that the feeder tip was bent straight. The r & d team confirmed that an undamaged feeder tip is designed to protrude at an angle at the front of the feeder. Evidence of use in the form of biological material was present on the device. Dimensional inspection was not required as a part of this complaint investigation. Upon functional inspection, the trigger was engaged to load the remaining clips. Feeder bypass was observed, the damaged feeder tip failed to remain in alignment with back of the loaded clips, preventing the clips to load properly in the jaws. When loaded, the clips failed to open in the jaws prior to complete closure. All 9 clips failed to open correctly in the jaws. All 9 clips were able to close upon full engagement of the trigger, however, because they failed to fully open during loading, they would be unable to latch onto tissue in application. The sample was received with 9 clips remaining in the channel indicating that 6 clips were fired by the end user. The r & d team and manufacturing site were consulted regarding this complaint. The ae05ml is 100% tested at the end of the assembly line. A system test fixture is utilized by manufacturing to verify proper function by latching 2 clips of every device on overstress silicone tubing. This indicates the feeder tip was not damaged when functionally tested at the manufacturing site; otherwise, feed bypass would have resulted in the clips failing load and latch on the tubing. Manufacturing provided the functional testing data the occurs at the end of the production line. On both firing attempts, the preload aperture and released apertured measured to be within specification. Both clips successfully latched onto the test tubing. Additionally, manufacturing confirmed that a lock pin card was added to the device and placed into a blister when packaged, and therefore the feeder would not manipulate until its use with final customer. For these reasons, the probable root cause of this issue could not be conclusively linked to manufacturing. Per DHR the product auto endo5 ml lot#: 73j2400151 was manufactured on 09/04/2024 a total of (B)(4) pieces. Lot was released on 09/19/2024. DHR investigation did not show issues related to complaint. The IFU for this product was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A product drawing for this product was reviewed as a part of this complaint investigation. The device was returned with damage to the tip of the feeder and feeder bypass was observed during functional testing. The ae05ml is 100% tested at the end of the assembly line. A system test fixture is utilized by manufacturing to verify proper function by latching 2 clips of every device on overstress silicone tubing. Indicating the feeder tip was not damaged when functionally tested at the manufacturing site, otherwise feed bypass would have resulted in the clips failing load and latch on the tubing. Manufacturing provided the functional testing data the occurs at the end of the production line. On both firing attempts, the preload aperture and released apertured measured to be within specification. Both clips successfully latched onto the test tubing. Additionally, manufacturing confirmed that a lock pin card was added to the device and placed into a blister when packaged, and therefore the feeder would not manipulate until its use with final customer. For these reasons, the probable root cause of this issue could not be conclusively linked to manufacturing. The reported complaint of "clip(s) not opening" was confirmed based upon the sample received. The device was returned with damage to the tip of the feeder and feeder bypass was observed during functional testing. The sample was received with 9 clips remaining in the channel indicating that 6 clips were fired by the end user. The damaged feeder tip failed to remain in alignment with back of the loaded clips, preventing the clips to load properly in the jaws. When loaded, the clips failed to open in the jaws prior to complete closure. The complaint could not be confirmed as a manufacturing issue as each device is tested at the end of the assembly line. A system test fixture is utilized by manufacturing to verify proper function by latching 2 clips of every device on overstress silicone tubing. Indicating the feeder tip was not damaged when functionally tested at the manufacturing site, otherwise feed bypass would have resulted in the clips failing load and latch on the tubing. Manufacturing provided the functional testing data the occurs at the end of the production line. On both firing attempts, the preload aperture and released apertured measured to be within specification. Manufacturing confirmed that a lock pin card was added to the device and placed into a blister when packaged, and therefore the feeder would not manipulate until its use with final customer. For these reasons, the probable root cause of this issue could not be conclusively linked to manufacturing. Additionally, a DHR review was performed with no evidence to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "the clip will come out but will not open. The clip will even fire but won't open up. Successfully completed the operation with a different ae05 device". No patient harm or injury. The patient status is reported as "fine".